Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop error message on the mx40 telemetry device. The device was in use but no adverse event involving the patient or user was reported.